Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The following sections were updated: d4, d10, g4, g7, h2, h3, h4, h6 and h10. The device was returned to olympus for evaluation. The repair center confirmed the customer's complaint, and they found a faulty printed circuit board (pcb) and power supply. A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 4 years have passed since the subject device has been manufactured. Based on the results of the investigation, the pcb likely failed due to deterioration over time or these components accidentally failed. The b40 error occurs when the pcb is not recognized. Additionally, it is likely the power supply related to the processing function of the analog scope of the power supply unit failed, and the image of the 180 scope became unusable.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that a cv malfunction error (b40) occurred during preparation for use. There was no report of patient injury associated with this event.